Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's software was reloaded to address the issue. In addition of the above evaluation, the device's replace power supply, system board and power cord as a precaution. The device's replace tubing system board, tubing blower chassis, tubing-fi02, tubing-low flow 02, and muffler assembly due to dust and dirt contamination, which was not related to the malfunction/issue. The device's upgrade software to latest revision. Unit passed final test.